Manufacturer narrative:
A ge rep evaluated the system and replaced the video controller board. System operates as intended.

Event description:
Customer reported image is not retained in the reference monitor. No pt injury was reported.